Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was in the lowered position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Visual examination of the returned device found no visual defects and no evidence of damages. The handle was actuated to bow position (proximally in direction to the thumb ring) and the unit does not perform it function of bowing, also the handle was moved to relaxed position (distally in direction to the contrast port) and instead of perform its function properly (stay under relaxed position), the pull wire comes out from the extrusion forming a curve (excess of cutting wire was noted) at the exposed cutting wire section. The inspection inside of the endoscope was not performed since under this condition (excess of cutting wire). Since the shape (tip) of the distal end of product will be directly affected, causing orientation issues. The complaint was consistent with the reported event of incorrect orientation of the cutting wire. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "manufacturing execution error" since it was concluded that the manufacturing process was not executed as validated/designed and further analysis will be performed. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was in the lowered position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.